Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy procedure, an air leak and valve tear/valve deformation were noticed. There was no patient injury. A new device was used to complete the procedure.